Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and chordal rupture. It was reported this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first clip delivery system (cds) was advanced to the mitral valve and deployed without issue. To further reduce mr, a second clip (80409u171) was implanted: however, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Chordal rupture was noted, and mr returned to 2+. Another clip was implanted, stabilizing the slda clip and reducing mr to <1. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology (large coaptation gap). The reported tissue damage was an effect of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.